Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarms after every battery change and has also alarmed unexpected restart. The customer's blood glucose reading was unknown at the time of incident. No further details provided.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test. A battery was inserted multiple time; no unexpected restart alarm after battery change noted. All operating current measurement was normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.